Event description:
It was reported that this right atrial (ra) lead got dislodged a day after its implant. The dislodgement was noted via x-rays. The lead was then repositioned and continuous to be in service. No additional adverse patient effects were reported.